Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No cement details provided, therefore DHR review and investigation is not possible. Without the cement product code and lot number no investigation into the cement itself is possible.

Event description:
Revision: shoulder arthroplasty performed on (B)(6) 2014 by dr at the (B)(6) hospital. Reason: glenoid prosthesis loosening. Primary: performed in (B)(6) 2004 by dr at the (B)(6) hospital. Explants - pegged glenoid prosthesis, further info tba. Implants; glenoid head - 113787025 lot 148841?, excentric head 52 x 21 -112852120 lot d13120041?; pt details: (B)(6), male, (B)(6) yrs. Photos, reports available. On 27th august 2014 - email received from (B)(6) confirming the following additional information from the surgeon - the surgeon did indicate during the case that as the glenoid and humeral head showed no signs of wear, reason for the revision was a case of cement failure as opposed to implant failure. Cement confirmed as depuy cement.